Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Prior to surgery on friday (B)(6), the surgical tech showed me three instruments that seemed to be damaged. One being a t-handle: which had a crack in the handle portion. The second, was a 36 liner impactor. Which was scraped and had obvious signs of wear and tear. The third, was a ''chana'' handle set. It was not engaging properly with the hospitals system 7. Neither were used in surgery. Our office already ordered new instruments so they can be replaced. This is all the information I can provide. Patient status/ outcome / consequences: no.